Event description:
Edwards received notification from italy that a 73-year-old patient with a valve model 6900ptfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and ten (10) months due to diffuse fibrotic and calcific degeneration leading to minimal intraprosthetic leak (mean gradient 11mmhg). The patient presented with dyspnea. A 29mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2019. Thus, 31-dec-2019 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 73-year-old patient with a valve model 6900ptfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and ten (10) months due to diffuse fibrotic and calcific degeneration leading to minimal intraprosthetic leak (mean gradient 11mmhg). The patient presented with dyspnea. A 29mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be on the ward.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the device history record (DHR) review was unable to be performed because the serial number was not provided. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.